Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump lost programming. It was reported that the pump was not in use when the issue occurred and that the patient subsequently used a backup pump to continue infusion. No adverse patient effects were reported.